Event description:
Olympus was informed that during an unspecified procedure when using the seal/ cut mode, the user kept getting an open circuit error. The intended procedure was completed with another device. There was no patient injury reported. Olympus followed up with the user facility via telephone and in writing to obtain more detailed information about the reported event but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was not confirmed. A test equipment was attached to the device and a probe check was performed. The device passed the probe check. The teflon pad was found to be lifted with metal exposed. Additionally, there were some evidence of char marks on the teflon pad. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur."